Event description:
It was reported that the customer received three button error alarms and was unable to clear them. The customer performed a self test, but then none of the buttons were working. The customer's blood glucose was 158 mg/dl. The customer stated that the numbers were ramping when inputting the carbohydrates into the insulin pump. Customer stated that there were no significant events leading up to the alarm aside from thr rain outside. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube and tube lip and window, cracked battery tube threads, and minor scratches on the display window.